Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that it was not possible to remove the complete blade from the instrument. The surgery was finished without delay. This report is for 1 of 1. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the investigation has shown that the tip of this instrument is indeed heavily damaged and the top part of the blade is still stuck on it. It is likely that excessive forces have acted on the blade as damages are visible, so that it was not possible to remove the blade from the instrument any more. The review of the manufacturing documents revealed that the extraction screw was manufactured and sold in may 2006 and that it conforms to the specifications then in force. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. Nevertheless, a manufacturing related condition can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.